Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. The case was completed using another heartstring iii proximal seal. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that only the delivery device was received. The seal and the tension spring assembly were intact and received separate. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint "seal did not deploy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).